Event description:
It was reported that, pre-operatively and before docking but with the patient prepped and under anesthesia for a robotic laparoscopic prostatectomy, a medium priority alarm showing "electrosurgical generator non-recoverable error" continued showing on the operating room team interface. It was dismissible but recurred every 2 minutes. The system was restarted twice via a direct uninterrupted power system shut down and three times from the tower following the proper procedure. After five restarts, the issue would still not resolve, and the procedure had to be converted to a laparoscopic procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) correction: d1, d10 h3) device evaluation: medtronic led an evaluation of the reported tower 240v in the field, the associated device logs and a provided image. One image was received for evaluation. The image showed the label of a tower with the reference identification and serial number that matched what was reported. Review of the field service notes indicated that the issue was the tower was able to be duplicated in the field. An error code for 'linked to foot switch emulator relay command not received within expected timeframe' was observed. The foot switch emulator module, the non-real time switch and non-real time cable between the module and switch were replaced to resolve the issue. Evaluation of the logs showed an occurrence of an error code for 'foot switch emulator output command not received' and an error code for 'foot switch emulator fault'. These errors indicate that the tower lost communication with the main system controller and coincided with the system transitioning to an inoperable state. Evaluation of the tower 240v confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to an issue with the foot switch emulator module and non-real time switch. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, pre-operatively and before docking but with the patient prepped and under anesthesia for a robotic laparoscopic prostatectomy, a medium priority alarm showing "electrosurgical generator non-recoverable error" continued showing on the operating room team interface. It was dismissible, but recurred every 2 minutes. The system was restarted twice via a direct uninterrupted power system (ups) shut down and three times from the tower following the proper procedure. After five restarts, the issue would still not resolve, and the procedure had to be converted to a laparoscopic procedure. There was no patient injury.